Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained vt episodes were noted on a remote transmission. The patient was not reported to be symptomatic. The device oversensed a signal on the v sense amp leading to the episode. Large clipped off signals also appeared on the discrimination channel. Possible emi exposure was discussed. The patient presented to the clinic and there were no issues observed, no changes were made. Patient will be monitored. Patient condition is stable.